Event description:
It was reported that the patient experienced perforation and died. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink plus was selected for use. During the procedure, when the physician was in the middle of the second run, the burr jumped and caused a major perforation. A pericardiocentesis and resuscitation attempts were performed. The patient was stabilized enough to go to surgery. Unfortunately, the patient did not survive the surgery and died. The physician does not believe this was a device malfunction.